Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event the same day as diagnosis. On an unreported date, the patient began treatment with cefazolin injection 250 milligram (mg) (frequency, duration and route not reported), intraperitoneal ceftazidime injection 250 mg each bag (duration not reported) and amikacin injection 100 mg once a day (route and duration not reported). At the time of this report the patient outcome of this peritonitis event was unknown. The action taken with dianeal was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The patient was recovered from this peritonitis event (previously unknown). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.